Event description:
It was reported that the pump produced an audible tone and the screen became blank. A family member said that the patient removed the battery and it felt very warm to the touch. She stated that the battery was a lithium one, the pump was not exposed to moisture, there was no corrosion inside the battery compartment, and there were no cracks in housing.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report wil be filed. No conclusion can be made at this time.